Event description:
Additional information received indicated the suspected cause of the event was lead fracture. This was not confirmed via diagnostic imaging or during the lead revision procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high pacing impedance was observed on the left ventricular (lv) lead. The lead was capped and replaced to resolve the event, and the patient was in stable condition.